Event description:
A fluoro exam was being performed on the pt when the spot film device counter weight cable broke, causing the spot film device to fall onto the pt's abdomen. The safety device for the soft film device did not work.